Manufacturer narrative:
(B)(4). Jaws. The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. However, during each firing sequence the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws without any difficulties noted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, during the initial firing on the cystic artery, the device would not release. The doctor added another 5mm trocar and clipped on both sides of the cystic artery to remove the device. They used another device to complete the case. There was no adverse consequence to the patient.